Event description:
Pt presented to the emergency room with severe ischemia in the left lower leg with numbness and pain that started the previous day. Pt was evaluated and found to have a limb threatening ischemia. Pt was taken for an emergency lower extremity angiography. A bmw wire was advanced to the distal left popliteal artery, and then thrombectomy was performed with an angiojet catheter x2 passes. Repeat angiography was then performed, and this demonstrated restoration of flow. However, the bmw wire had fractured and severed in half, leaving half of the bmw wire in the popliteal. Attempts were made to snare the popliteal artery without success. Following attempts to snare the fractured bmw wire, repeat angiography demonstrated reocclusion of the left popliteal artery.